Event description:
On 3/25/94, pt developed svt after flush of catheter. Heart rate 150 to 210 per minute. Pt became lightheaded and felt palpitations. She was treated with adenocord 6 mg IV with no response, verapamil 5 mg IV with normal sinus rhythm and ativan one mg IV. On 3/27/94, pt developed svt spontaneously. Heart rate was 150 to 240. She developed lightheadedness. Verapamil 5 mg IV was given and pt returned to normal sinus rhythm. Catheter had been placed on 3/22/94.